Manufacturer narrative:
Patient weight was requested but not provided. Percutaneous lead portion returned only. Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events while the patient was supported by the mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Evaluation of the returned section of external driveline confirmed superficial jacket damage; however, a specific cause for this finding could not be conclusively determined. The submitted x-rays showed portions of the internal and external driveline. An approximately 90-degree bend in the driveline was noted at the driveline exit site; however, the driveline was otherwise unremarkable. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file was reviewed and contained data from (B)(6) 2022 through (B)(6) 2022. No external power alarms were captured on (B)(6) 2022 and (B)(6) 2022 due to both power cables being disconnected; refer to the controller investigation regarding this finding. No external power alarms were also captured on (B)(6) 2022 at which time the mpu appeared to lose external power; refer to the mpu investigation regarding this event. The controller backup battery correctly powered the system until external power was restored during all of the no external power events. Low speed and pump stop events were captured on (B)(6) 2022 while the device was connected to the mpu. The low speed and pump stop events were associated with low speed advisory, low speed hazard, low flow hazard, time base fault, and/or motor stop alarms. The pump otherwise maintained a stable speed above the low speed limit without issue. There were no other notable alarms active in the log file. Approximately 12.5¿ of the distal end of the driveline was returned with tape around the silicone jacket along approximately 1¿ to 3¿ from the controller connector. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the tape, examination of the silicone jacket found a small tear in the silicone jacket approximately 2.5¿ from the controller connector. Metal braided shield breakdown was noted adjacent to the controller connector and at the terminus of the controller connector bend relief. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events. The patient remains ongoing on (B)(4) with no further reported issues at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of alarms only while tethered to the mobile power unit (mpu). Low flow alarms, low speed advisory alarms, and pump stops were noted upon interrogation. The patient was being sent for x-rays to assess the driveline. The entire external portion of the driveline was replaced with no issues on (B)(6) 2022. The patient was placed on a grounded patient cable for a short time and the alarms did not return. Patient was discharged with a non grounded patient cable for support at night.